Event description:
During the follow-up performed on (B)(6) 2016, it was reported that no signal was detected in the atrial channel during sensitivity test for the subject pacemaker. However, normal signal in the atrial channel was observed during pacing threshold test and in the episodes recorded in device memories.

Event description:
During the follow-up performed on (B)(6) 2016, it was reported that no signal was detected in the atrial channel during sensitivity test for the subject pacemaker. However, normal signal in the atrial channel was observed during pacing threshold test and in the episodes recorded in device memories.